Event description:
The customer stated that her meter was not reading correctly. She performed control tests and received a result of 171 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.